Manufacturer narrative:
Post market vigilance (pmv) received one dst gia 80-3.8mm single use reloadable stapler opened by the account. The product will expire on 2022-01. The visual inspection of the returned product noted the handle was removed from the anvil side of the stapler. The stapler was loaded with a single use loading unit (sulu) which contained a full complement of staplers. The interlock was properly set and not triggered. Pmv performed functional testing which included reattaching the handle and applying the instrument to test media. The firing knob advanced and retracted without difficulty. The staples formed properly and the knife blade cut both completely and cleanly. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the physician used the handle and fired the device. After it was fired, they went to pull the device out and it completely dissembled. The staple parts came apart. In order to complete the case, another device was used with no issue. There was no medical intervention or patient injury.